Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30676. Related manufacturer reference number 3006705815-2020-30677. It was reported that patient experienced pain at lead and ipg sites due to lead migration. Patient reported hopping a fence one week prior to experiencing pain. Surgical intervention took place on (B)(6) 2020, wherein the leads were explanted and replaced. The issue was resolved.